Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 268 mg/dl at the time of the incident. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Issue was not resolved by troubleshooting. Display did not return after pump restart. Customer admitted to swimming while wearing his pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined trouble shoot for high blood glucose. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.